Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During cardiopulmonary bypass, the air bubble sensor issued a false air bubble alarm and could not be rest. The air bubble detector was removed and the procedure completed without incident. There was no adverse consequence to a patient as a result of this event.